Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered 250cc normal saline bolus programed and height of bag to pump checked. After bolus given about 50cc left in bag. Patient given rest of bolus, no adverse events. There was no known patient injury or medical intervention associated with this event. No additional information is available.